Event description:
It was reported that the right ventricular lead exhibited loss of capture and loss of sensing. The lead was found to have dislodged. The patient was asymptomatic. The lead was explanted and replaced without complication when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.